Event description:
The facility representative reported a colleague infusion pump with a failure code of 808.02. The eventwas observed in the "4 east" area. Baxter quality engineering discovered that the event occurred during delivery. There was no report of patient injury , adverse event or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported condition was confirmed, but not duplicated. The assignable cause was faulty pumphead module. The pumphead module was replaced.

Event description:
.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).